Event description:
It was reported that constant beeping was experienced.

Event description:
It was reported that this event occurred during bench testing. No patient was involved.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it did not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. High pressure, no disposable and key stuck messages were found in the event history log (ehl). During functional testing, the pump alarmed. The reported problem was confirmed. The cause of the problem was determined to be the downstream sensor. To resolve the problem, the downstream sensor was replaced. Additional information: b5 describe event or problem, d5 operator of device, and e4 initial reporter sent report to FDA,, corrected data: d1 brand name.